Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 445 mg/dl. Customer did not troubleshoot for high blood glucose reading. Customer treated their high blood glucose reading with insulin pump. Customer also had sensor issue. Insulin pump will not be returning for analysis.